Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no reported impact to the customer¿s blood glucose level. Customer support provided information for resetting the pump, and after performing the reset, the error did not reappear, allowing the caller to successfully start their sensor session.